Event description:
The customer reported that while pippetting an htlv I/ii assay, summit sample handler delivered low sample/diluentto wells a12 and a7 and no error message was generated. A service technician was dispatched and observed that the barcode label was incorrectly located on the plate causing strip a to be lifted. The technician adjusted the barcode reader to reduce the force applied to the label and advised the customer of the issue. No death or serious injury was associated with this event.